Event description:
The customer reported the device gave a check vent batter fail alarm. Failed battery test if a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.

Manufacturer narrative:
Updated reporter source information.